Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with two unspecified mentor breast implants and experienced bilateral anisomastia postoperatively. The patient¿s breasts are hanging low, and nipples are facing downward. At the time of this report, mentor has received no information regarding an expected explantation date. For reporting purposes, the common device name and procode have been added and correspond to a saline breast prosthesis. The event date was estimated as (B)(6) 2020 based on available information. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.